Event description:
It was reported that a patient's left ventricular lead exhibited loss of capture due to dislodgement. The lead was capped and replaced on (B)(6) 2022. The patient was stable through the procedure.

Manufacturer narrative:
(B)(6) 2022 jr -- correction: investigation conclusion was updated to cause not established.